Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. There is no shared data available for review. The reported event of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the display device displayed a permanent out of range signal occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.